Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. Upon receiving, the device failed visual inspection due to physical damage to the rds and the radical-7. The device was able to power on using both ac and dc power. The device was able to obtain readings and to visually and audibly alarm during alarm conditions. The device remained on and did not shut off during evaluation. The customer's complaint in regard to "switches off by itself" could not be duplicated; however, physical damages were verified. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported housing damaged, switches off by itself, return loaner device. No patient impact or consequences were reported.